Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after not having used the pump for a few days, the pump was unable to be turned on after plugging into a power source for 1 hour. There was no reported impact to the customer's blood glucose level. Customer indicated they have back up insulin pens for continued insulin therapy.